Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.¿ the lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.¿ our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd" syringe scale markings were either missing or "printed in spiral". The following information was provided by the initial reporter, translated from (B)(6) to english: "the graduations of a 30ml syringe are printed in spiral and/or are erased".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-17. H6: investigation summary: one 30ml ll syringe without device packaging was provided to our quality team for investigation. Through visual inspection, the scale is observed to be incomplete. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review could not be performed. While we could not identify a direct issue, this defect can occur due to a failure in the patters or flaming system used to transfer the ink onto the barrel. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ syringe scale markings were either missing or "printed in spiral". The following information was provided by the initial reporter, translated from french to english: "the graduations of a 30ml syringe are printed in spiral and/or are erased".